Event description:
At about 3 years and 1 month after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner (13mm) with a thicker one (17mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05-mar-2025. Lot: 2104745: (B)(4) items manufactured and released on 10-jun-2021. Expiration date: 30-may-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.